Manufacturer narrative:
The field service engineer found a hole in rinse station tubing. The tubing and nozzles were replaced. The gear pump pressure was adjusted. The customer ran calibration and controls. Controls were fine on all assays. Precision studies were performed and were good on all assays. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the alignment of the mixers. The engineer replaced parts, including a lens and heat-cut filter. The photometer was adjusted. A cell measurement was performed and the gear pump pressure was adjusted. The rinse nozzle alignments were checked. The customer ran controls and was happy with the results.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a calcium value of 1.80 mmol/l. The sample was repeated on another analyzer, resulting in a value of 2.17 mmol/l. The second sample initially resulted in a calcium value of 1.68 mmol/l. The sample was repeated on another analyzer, resulting in a value of 2.26 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.